Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified: underweight, an opening, a crease fold, and a wear abrasion. A microscopic analysis was performed which identified a sharp opening on the posterior and a sharp opening with non-penetrating nick near of the opening site, this condition was called surgical impact. A dimension measurement in the shell was performed which identify the thickness within specification. Based on the device analysis the final assessment is: a sharp opening on posterior assessed as unidentified (tear) opening. A sharp opening on posterior assessed as surgical impact.

Event description:
Healthcare professional reported a left side rupture and an "armpit lymph node enlargement". The device has been explanted and replaced.

Manufacturer narrative:
Additional health effect impact codes: (B)(4). A review of the device history record has been completed. No deviations or non-conformances noted. The event of lymphadenopathy is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: ¿implant rupture¿ and "armpit lymph node enlargement".

Event description:
Healthcare professional reported a left side rupture and an "armpit lymph node enlargement". The device has been explanted and replaced.